Event description:
It was reported that the patient experienced a replacement of an inflatable penile prosthesis(ipp) device due to the device not working. When the pump is squeezed, no fluid advances into the cylinders. A patient outcome was not reported.

Manufacturer narrative:
The ams700 ipp cylinders were visually inspected and functionally tested; no leaks were found. The cylinders performed within specification. The ams 700 momentary squeeze (ms) pump was visually inspected; no leaks were found. The pump was functionally tested and failed the activation test. Product analysis confirmed the reported pump malfunction. An investigation conclusion code of cause traced to component failure was chosen, because the reported events could be traced to pump malfunction through product investigation.

Event description:
It was reported that the patient experienced a replacement of an inflatable penile prosthesis(ipp) device due to the device not working. When the pump is squeezed, no fluid advances into the cylinders. A patient outcome was not reported.

Event description:
It was reported that the patient experienced a replacement of an inflatable penile prosthesis(ipp) device due to the device not working. When the pump is squeezed, no fluid advances into the cylinders. A patient outcome was not reported.

Manufacturer narrative:
Additional information received that the patient outcome was reported to be well.